Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would pass operational testing, but that the 12 leads would not read when attached to an actual person. The device was being used for patient monitoring at the time of the alleged issue, but there was no reported adverse event to a patient or user as a result of the issue. A second device was utilized to obtain an ECG reading following the initial failure.